Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.UDI format updated with available product information per gudid.h11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the customer had a product error with bard lubrisil trays in which the foley catheter kept falling out. Per follow up information received via ibc on 28apr2025, stated that they were not 100 percentage sure, but they thought catheter was outside the patient. Patient was not harmed. No medical intervention/medication required.

Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation. No actions can be taken at this time since a root cause was not identified. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. The instructions for use were found adequate and state the following: warning: on catheter, do not use ointments or lubricants having a petroleum base. They will damage the catheter and may cause balloon to burst. Directions for use visually inspect the product for any imperfections or surface deterioration prior to use. If package is opened or if any imperfection or surface deterioration is observed, do not use. 6. For easing with the insertion of the catheter into the patient dispense the lubricating gel into the urethra (according to local protocol). 7 remove top tray and open plastic pouch (sleeve) surrounding the catheter. 8. Proceed with catheterisation according to local protocol. To inflate catheter, simply insert tip of sterile water-filled syringe gently into valve (do not overpenetrate) and depress plunger. Instill entire amount of sterile water - 10 ml. 9. Attach statlock foley stabilisation device to the bifurcation (y-shape) of the foley catheter (statlock foley stabilisation device can be used for up to 7 days) and apply. (Refer to the instructions for use provided with the statlock foley stabilisation device pouch for more details). Correction: d UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the customer had a product error with bard lubrisil trays in which the foley catheter kept falling out. Per follow up information received via ibc on 28apr2025, stated that they were not 100 percentage sure, but they thought catheter was outside the patient. Patient was not harmed. No medical intervention/medication required.